Manufacturer narrative:
Section h6 coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of recharger. Model : 97755. S/n: (B)(6). Reveled: no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: additional info received on analysis of recharger : high reading na, low reading na. Corrected d9 product return date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Patient called back and mentioned their controller was 'dead' again. Patient denied the controller going blank when the recharger was plugged in but also gave conflicting information that they were charging the implant and they felt heat at the top part/the recharger. Patient also mentioned the controller was at 90% and after 2 or 3 minutes of charging the implant the controller would deplete and say it was 'dead'. Patient thought the battery was the issue. Agent reviewed the battery most likely did not need to be replaced. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and initially mentioned the controller was depleted then mentioned the controller was at 70% and the implant was at 60%. There were no damages on the recharger or controller port. Patient plugged the recharger and agent advised patient to place the solid part of the recharger over the implant. Agent reviewed best charging pract ices. The quality was still intermittent and kept going back and forth between good, excellent, to poor. Patient did mention there were no cuts on the cord but the are where the wire went into the paddle was weakened. Agent closed case. A replacement recharger telemetry module (rtm) was sent out.